Manufacturer narrative:
The risk manager reported that following a c-section, they attempted to remove the foley catheter but the balloon would not deflate. It required a urology consult for removal. The risk manager stated she would not disclose any other info pertaining to the incident. The sample was retained by the facility. It was contained in a bag. They allowed it to be viewed while in the bag but they would not allow it to be touched or manipulated in any way. A root cause was not able to be determined. We were not made aware of any injury resulting from this incident. It is not known what intervention was required to deflate the balloon.

Event description:
The balloon catheter would not deflate and required a urology consult for removal.